Event description:
It was reported that t-wave oversensing (twos) was noticed on the patients remote monitor report. The patient was brought in and the right ventricular (rv) sensitivity was reprogrammed. It was noted that the patient was adjusting their diuretics on their own and skipping days. Patient was instructed to take medications as prescribed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).